Event description:
Pt underwent medial hemiarthroplasty of the left knee approx. Two years ago. He has had gradual onset of pain and swelling with activity. Radiographs taken prior to admission to the hospital revealed loosening of the prosthesis. Workup for infection was negative. The pt presented to the hospital desiring revision of the knee. The pt was taken to surgery and the tibial spacer was found to be worn. All knee components were removed and replaced. Intraoperative cultures were obtained and found to be negative for organism growth. Pt underwent placement of a total knee prosthetic device.